Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler reload was being used for firing across the tissue. A small plastic piece broke off of the reload and fell into the cavity of the patient. The piece was retrieved from the patient using graspers. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.